Event description:
A non health care professional reported that following the intraocular lens (iol) implant procedure the patient experienced distance vision issue however even that is waxy/hazy. The patient was distressed. The surgeon suggested to wait another few weeks to see if vision improves before replacing. Additional information provided and stated that patient still have have, soft focus, hazy, un-crisp vision which makes the expected halos even worse. The patient stated cannot drive at night without feeling panicked. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter (patient) indicated they had astigmatism. Hcp has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).